Event description:
A report was received of an event that occurred in a hemodialysis unit. It was initially reported a product malfunction leading to system separation during treatment. The facility was contacted for further details. It has been learned that the line separated at the saline t. The blood in that line was not returned. The estimated blood loss reported by the facility for this event was estimated to be approximately 300 ml. Also reported, was that the pt was fine and was discharged to home. The pt did have 44 minutes left to go to complete the dialysis treatment, but she wanted to leave after the event had occurred, and not continue her treatment. The rn said this is nothing out of the ordinary, as she frequently signs out ama and discontinues her treatment. The facility did not save the sample. The pt reportedly had not suffered any ill effects from this event.

Manufacturer narrative:
Device history record review; a device history record review indicates that the lot met the specification outlined for release. Sample analysis: no sample was available for eval. The complaint is not confirmed. Fmc na will continue to monitor and trend.